Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal a tampon fell apart inside her vaginal cavity. She manually removed a piece of pledget and was unsure if additional pieces remained so her doctor did an exam which confirmed no pieces of pledget remained inside of her. She did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.